Event description:
It was reported that the patient underwent explant approximately one month following generator replacement surgery due to an infection. Further follow-up revealed that the infection was present at the generator site and that only the generator was explanted. It was reported that the patient will undergo generator reimplant.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.